Event description:
A (B)(6) pt's daughter contacted zoll customer support to report that the pt's trunk cable connector had bent pins. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. As received, the trunk cable connector had a single bent pin. The cause for the damaged connector cannot be positively identified, but is likely due to excessive force. No adverse event resulted from the damaged belt cable connector. The pt received a replacement electrode belt.